Event description:
The reporter states that she obtained blood glucose comparisons with results 21mg/dl, 45mg/dl, 145mg/dl, 43mg/dl and 93 mg/dl on the accu-chek compact plus system. The results were obtained within a 10 mins timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.